Event description:
It was reported that personal therapy manager (ptm) was not uploading information. Refill date was not accurate. Additional information indicated that there were no symptoms associated with this event; patient was fine and therapy was never changed. It was stated that the date moving was not because of ptm use. Drug information was not available to the reporter. Reporter didn¿t have the dates on the clinician programmer. Per reporter it was confirmed that the incident was that the ptm was not updating the refill date correctly.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter product ID neu_ptm_prog, serial# unknown; product type programmer, patient (B)(4).